Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.reason for reoperation: rupture.

Event description:
Patient reported right side "unglued of internal limiting" with "liquid-silicon leak." The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, g1.

Event description:
Patient reported right side extracapsular rupture, persistent pain and burning.

Event description:
Patient reported right side "unglued of internal limiting" with "liquid-silicon leak." The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified; device patch with lot number 2705875, an opening on radius, red particles on the shell, and red biological tissue. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Refer to ps-qp-onev-115717:covid-19 quality plan - complaint handling.

Event description:
Patient reported right side "unglued of internal limiting" with "liquid-silicon leak." Device was explanted.